Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had a high blood glucose of 450 mg/dl. Customer was experiencing difficulty breathing as a symptom of high blood glucose. Mode of treatment for high blood glucose is unknown. Customer was using the insulin pump within 48 hours of reported high blood glucose event. The auto mode feature was in use at the time of high blood glucose event. Insulin pump will not be returned for analysis.